Manufacturer narrative:
The reagent expiration date is 30-sep-2024. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 9 patient samples on a cobas 8000 c702 module. The doctor questioned sample 1's initial high result which prompted the customer to repeat it. The customer then repeated previous patient samples from the same day. For sample 1, the initial crep2 result was 534 umol/l. The repeat result was 65 umol/l. For sample 2, the initial crep2 result was 137 umol/l. The repeat result was 56 umol/l. For sample 3, the initial crep2 result was 173 umol/l. The repeat result was 612 umol/l. For sample 4, the initial crep2 result was 224 umol/l. The repeat result was 69 umol/l. For sample 5, the initial crep2 result was 211 umol/l. The repeat result was 111 umol/l. For sample 6, the initial crep2 result was 99 umol/l. The repeat result was 56 umol/l. For sample 7, the initial crep2 result was 118 umol/l. The repeat result was 58 umol/l. For sample 8, the initial crep2 result was 140 umol/l. The repeat result was 51 umol/l. For sample 9, the initial crep2 result was 16 umol/l. The repeat result was 81 umol/l.

Manufacturer narrative:
The reagent lot number is 766130. The expiration date was not provided. The field service engineer (fse) replaced and adjusted the sample probe, replaced the halogen lamp, replaced the reaction cells, found clogged rinse tubing and unclogged it, flushed the reagent probes, and found a tear in the rinse unit vacuum waste suction tubing and repaired it. The investigation is ongoing.